Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high pacing threshold. The lead was revised successfully. No patient symptoms were reported and the patient remained in stable condition.

Event description:
New information received noted that the anomaly was discovered through remote monitoring. The right ventricular lead also exhibited intermittent loss of capture. The patient was not symptomatic during the loss of capture events.